Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain and discomfort at ipg site. No falls, trauma, or weight fluctuations were reported. During surgical procedure on 03feb2023 to reposition the ipg site, the physician found purulent fluid within the pocket. The physician suspected infection so cultures were taken, the ipg pocket site was washed out and repositioned. No product was explanted, and therapy was restored. Culture results were negative and had no growth at 48 hours and 3 days. Pain at ipg site has resolved.

Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.